Event description:
An evis exera iii video system center loaner device was returned to olympus. During the receipt inspection, it was discovered the unit was not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
The loaner device was sent from the initial returned location to another olympus device evaluation facility, and a device evaluation was conducted; however, investigation is ongoing. During the evaluation, it was discovered that the socket was broken and the printed circuit board was faulty, causing a green screen to appear. However, evaluators were unable to reproduce the originally noted failure of no image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not duplicated. However, it was determined that the phenomena ¿freeze¿ and ¿image became black and white¿ seemed to have occurred due to a broken socket and a faulty patient circuit (dp) board. They could not identify the cause of the mentioned defects. Olympus will continue to monitor field performance for this device.